Manufacturer narrative:
Correction: d6. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: b5, g2, g3. MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. Per report, the patient's condition had initially resolved; however it worsened again with opacities observed around the stent, and has not improved. The patient is currently being monitored.

Event description:
It was reported that following a right eye (od) cataract plus trabecular microbypass stent system procedure, the patient presented approximately three (3) weeks postop with hypopyon, and what was described as "strong vitreous opacity" on the nasal side with no associated pain. Per report, an anterior chamber (ac) washout and vitreous injection were performed. Additionally, per report, an anterior chamber fluid culture was submitted, with a "negative" result. Approximately one (1) week later, vitreous opacity associated with increased inflammation in the anterior chamber (od) was observed, and a "white lesion" noted in the arcade vessels. Reportedly, vitreous surgery was performed, and a vitreous culture was submitted, with fungus and 1+ yeast detected. Additional information has been requested.

Manufacturer narrative:
Additional information: a6: patient race noted as japanese. The device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling was completed. Endophthalmitis is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. The reported events (endophthalmitis and microbial infection) are established risks associated with use of the device, which is clearly documented. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).